Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was evaluated, and was tested negative by olympus, therefore the user request is not confirmed. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the cystonepthrofiberscope tested positive for filamentous fungi colony forming units (cfus) of [microbe]. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the cystonepthrofiberscope tested positive for filamentous fungi colony forming units (cfus) of [microbe]. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.